Event description:
It was reported that during patient treatment there was an indication of leakage as soon as the ventilation was set to automatic ventilation mode. The measured co2 value was not as expected. There was no patient harm reported. (B)(4).

Manufacturer narrative:
It was reported that the hospital staff investigated the anesthesia workstation but was unable to reproduce and find any faults. No parts have been replaced, and it is reported that the anesthesia workstation will be returned to service. The device logs were downloaded and sent for investigation. The event log confirms the reported issues and contains alarms for leakage and low etco2 but we are unable to determine the cause for the leakage. Our conclusion is, that the alarms for low etco2 are most likely related to the experienced leakages. The trend log does not contain any data. The test log contains no data from the date of the event, but shows that a successful system check-out test was performed 5 days prior to the event. The technical log has no entries on the date of the event, this indicates that there were no device malfunctions apart from the experienced leakages which caused the reported etco2 issues.

Event description:
(B)(4).